Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Wont power up was reported.

Event description:
Won't power up was reported.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 12/27/2013 to 08/30/2020 and note that this device has been returned for service 1time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.